Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received three appropriate treatments, two of which converted the arrhythmias to a slower rhythm and one which resulted in post shock asystole. The patient also received an inappropriate treatment. The device was started up at 17:19:56 on (B)(6) 2023. At 11:09:42, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pauses and pvc¿s. The rhythm then degrading to vf. At 11:10:18, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was severe bradycardia @10 bpm. At 11:10:43, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus bradycardia @ 20 bpm. Post shock rhythm was asystole degrading to vt @ 260 bpm. At 11:11:41, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:12:08, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was vt @ 110 bpm degrading to an idioventricular rhythm @ 50 bpm degrading to vf. The device was shut down at 11:16:50 on (B)(6) 2023.